Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. The best date estimation is between (B)(6) 2025 and (B)(6) 2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - clinical code: 2140 ¿ photophobia and visual disturbance attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The zcb00 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Post-operatively, the patient reported difficulty seeing at both near and far distances, halos, ghosting, light sensitivity, and headaches potentially linked to eye strain. The patient stated that his new glasses did not resolve the visual problems, thus the iol was explanted in a secondary surgical procedure; information regarding the replacement iol is unavailable. There was no patient injury during the lens exchange procedure; however, patient prognosis post lens exchange is unknown. No further information is available.

Manufacturer narrative:
Through follow-up, additional information was received confirming the explanted zcb00 iol was replaced with a non-johnson & johnson iol, alcon toric ccw0t3 15.5. During the lens exchange procedure, there was no incision enlargement, no serious patient injury, no sutures, and no vitrectomy. Patient prognosis post-lens exchange was reported as good; however, visual acuity post-lens exchange is unknown. No further information is available. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. If product is received after initial closure, the pi and cp (if necessary) may be re-opened to complete the return investigation. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. The search revealed that no other complaints were received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 13-nov-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received inside a specimen cup. During a visual inspection, the device was inspected under magnification. The lens was coated in viscoelastic residue. The lens was cleaned and inspected, and no issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a zcb00 model lens no further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.